Event description:
Customer reported low blood glucose of 49 mg/dl. Customer called in stating she was having issues with the transmitter. Troubleshooting was performed and determined transmitter is fine. Troubleshooting was performed for the sensor. Customer was advised to change out sensor. The sensor had a little curve to it. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and performed a visual inspection; found bent electrode. The sensor failed per inspection.